Event description:
Shock delivered notification was received on the customer support helpline queue. Patient confirmed therapeutic shock and reported that the patient was sitting in chair watching tv and then the assure system said call 911. Patient stated that they went to the hospital and was sent back home. The hospital said "your heart is doing fine". The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.returned monitor failed inspection for issue unrelated to therapy delivered. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. The patient failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillation threshold had been exceeded.